Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the concerned device was not functional after the pt had a head trauma while playing. The pt was re-implanted on (B)(6), 2013.